Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented for generator change out due to normal eri. Prior to procedure externalized conductors was observed via fluoroscopy on the rv lead due to insulation abrasion. Generator was replaced and patient was paired with new merlin for remote transmission. Lead remains implanted and all measurements were normal with new merlin. Leads will continue to be monitored weekly. No further information available.